Event description:
It was reported that pump malfunction occurred after customer went kayaking with pump attached, although pump was not submerged for an extended time or at significant depth. There was no adverse impact to the customer's blood glucose level. Customer observed malfunction code that could not be reset and later reported additional malfunction. Technical support decided to send a replacement pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.